Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
The physician used a cypher stent in an occluded right coronary artery. The balloon would not deflate after stent implantation. Pci was being performed on a lesion in the distal right coronary artery. The device appeared normal before the procedure and prepped normally. It did not have any bends or kinks before the procedure. An unidentified inflation device was used during the procedure. A 3.0x33mm cypher select stent was successfully deployed at 20 atmospheres (atm) but the balloon took more than one minute to deflate. The cypher balloon was used for post-dilation to ensure the stent was deployed optimally. There were no adverse effects reported for the patient.